Event description:
It was reported that on an unknown date the patient experienced pain in low back and sciatica pain in left leg that went to knee through the center of leg. On (B)(6) 2008, patient underwent physical therapy for one month but it did not help to reduce pain. On (B)(6) 2008, the patient underwent discectomy at the l4-l5 and l5-s1 levels. The patient was implanted with rhbmp-2/acs. Post-op, the patient attended physical therapy. The patient pain was same as it was prior to the surgery. The patient still experienced lower back pain and sciatica pain in his left leg.

Manufacturer narrative:
(B)(4). Date of surgery is unknown but surgery happened in (B)(6) 2008. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.